Event description:
The account alleges upon completion of the tif procedure, the esophyx device tissue mold would not open.3 per the ifus, the tissue mold cable was cut by cutting open the chassis' gray cover at the nose cone. No injury to the patient reported.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.